Manufacturer narrative:
(B)(4). G2: foreign - japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00941.

Event description:
It was reported that total knee arthroplasty was performed. When the vanguard distal femoral peg package was opened, the inner bags were torn within the sterile pouch. Another package was opened and the inner bags were torn as well. Subsequently, the surgeon decided to use the second pegs to complete the procedure. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the inner sterile pouches are broken into multiple pieces. Evaluation of the outer pouch found no damage. Sterility has not been breached. This complaint has been confirmed by evaluation of the returned product. The device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.